Event description:
It was reported that the right ventricular pacing impedance was high. The lead is still in used and will be followed carefully every 3 months. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular pacing impedance was high. The lead is still in use and will be followed carefully every 3 months. It was later reported that the lead was abandoned, replaced and eventually explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.